Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an infusion set cannula bent event on (B)(6) 2026.the event occurred within three or more hours of insertion. The insertion site was abdomen. The patient reported pain. The patient replaced infusion sets and resumed insulin successfully. No further information is available.